Event description:
The customer reported that while setting up the unit for a pt they were unable to zero the unit or display pressure or ECG. The pt was switched to another unit and therapy was initiated. No pt injury was reported.